Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. Treatment was unknown. At the time of this report the patient was recovered and dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.